Event description:
It was stated that the customer was hospitalized with a blood glucose reading of 820 mg/dl. It was stated that the insulin pump was unable to prime due to an alarm the day prior to the hospitalization. The customer continued to use the insulin pump and didn't realize that she was not getting any insulin. No further troubleshooting was possible due to the prime anomaly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.